Manufacturer narrative:
Sections with additional information as of 22-feb-2021: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Most likely underlying root cause: mlc-056: user had an inaccurate reference: lab results: the end user is comparing results obtained from trividia's bgm system to the results from the laboratory.

Manufacturer narrative:
Internal report reference number: (B)(4). Product is not returned for investigation yet. Note: manufacturer contacted customer in follow-up calls to ensure the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results obtained of 332, 382, 430, 442 and 594 mg/dl. The customer¿s expected fasting blood glucose test result range is 150-220 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a blood test was performed by the customer fasting and produced test result of 112 mg/dl using the meter. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/22/2021 and open vial date is 12/09/2020. The meter memory was reviewed for previous test result history: (B)(6).